Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issue. The device passed 164 hours of extended tests at the customer's settings. The device passed troubleshooting final test which included many alarm and ventilation functions. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator had a short beep and stopped delivering breaths while connected to a patient. The nurse stated that the display showed a reset message and that the ventilator was no longer audible. The customer confirmed that there was no patient harm associated with the reported event.